Event description:
It was reported to boston scientific corporation that an advanix biliary center bend stent was to be used to treat a stricture during a stent placement procedure performed on an unknown date. During the procedure, the device was opened; however, upon placement, the stent began to fall apart. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of stent break.